Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone:(B)(6). G2 foreign: (B)(6). Review of the most recent repair record determined the motor speed was unstable, the control bar was in the wrong position, and the unit was out of calibration at all readings. Furthermore, screws, needle bearing, and reciprocating arm were worn. The motor, sleeve, thickness control shaft, shaft bearings, sleeve bearings, and screws were replaced and the unit and position of the control bar were recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the unit was reported faulty. There was no reported harm or delay. Due diligence is complete as multiple attempts were made; however, no further information is available. During the investigation, it was discovered that the motor was unstable. As no additional information is available, we are unable to provide further information.